Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Per tandem¿s t:slim x2 with control-iq user guide: "your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or saunas." Per tandem¿s t:slim x2 with control-iq user guide: "you should avoid activities which could expose your pump to temperatures below 41ºf (5ºc) or above 98.6ºf (37ºc), as insulin can freeze at low temperatures or degrade at high temperatures.

Event description:
It was reported that multiple malfunction alarms occurred. Reportedly, the customer wore the pump in a hot tub prior to the malfunctions occurring. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.